Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation. D4 is unknown.

Event description:
It was reported that the pump alarmed no disposable when loaded with a prefilled cassette. The cassette had 58.9ml remaining of the 100ml of the prefilled cassette. No patient injury reported.